Event description:
It was reported that prior to an implant procedure, the stylet failed to advance into the right ventricular (rv) lead. The rv lead was not used, and another rv lead was implanted on 16 aug 2024. There was no patient involvement.